Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor coupling. They said that they occasionally see full bars but then it goes back down. They can't get their ins past 25% when charging and typically charge the device for an hour. The patient was instructed to turn the antenna dial through all four positions and when they did they received 4 boxes. The patient was able to communicate with an external device. The ins felt pretty flat in the pocket site but they could move it back and forth. The patient said that their belt was slipping around and was uncomfortable and that the belt hook didn't stick very well. The patient was sent adhesive discs to try and resolve the poor coupling issue. No further complications reported.